Event description:
The catheter was inserted into the pt in 2008. And on the second day, when the pt was sent to the ICU after surgery, the nurse found the catheter broken near oval disk.

Manufacturer narrative:
Received one used unit in 2008, that is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. Date submitted: 2008.